Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by email that multiple tampons came apart upon removal and tampon pieces remained inside of her. She manually removed the pieces and began to experience internal and external painful vaginal irritation, with swelling and itching. No medical has been seen yet, but she might make an appointment with her gynecologist for an exam. Consumer reported she was satisfied. If we become aware of related adverse effect(s) on the consumer's health, a follow-up report will be submitted.

Event description:
On (B)(6) 2018 the consumer went to see her gynecologist who performed an exam to confirm there were no pieces remaining. On sept. 11, 2018 we spoke with the consumer and she verified that her irritation was resolved and she is doing fine, no further follow ups are tasked.